Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the system and performed a decontamination of instrument on 26-apr-2018. There have been no reports of discordant results from the instrument after the decontamination was performed. A siemens headquarter support center (hsc) specialist reviewed the information in the complaint. The hsc specialist reviewed the adjustment and quality control (qc) data and determined that these were within ranges and comparable with the release data. The customer reported that only this sample had produced a false positive toxoplasma igg (toxo g) result and there were no reports of any new incidences post service. The cause of the discordant, false positive toxoplasma igg (toxo g) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive toxoplasma igg (toxo g) result was obtained on one patient sample on an advia centaur xpt instrument. The initial result was reported to the physician(s) who questioned it. The same sample was tested for toxoplasma igg on an alternate platform and resulted negative. The same sample was repeated on the toxoplasma igg (toxo g) assay on the same advia centaur xpt instrument and resulted negative. A corrected report with the negative results was issued to the physician(s). There are no known reports of patient intervention due to the false positive toxoplasma igg (toxo g) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the false positive toxoplasma igg (toxo g) result.